Manufacturer narrative:
The customer replaced the lamp and noticed that the wiring on the lamp that had been on the analyzer was frayed. The customer performed calibration and qc which passed for all assays except calcium. The field service representative found the rinse mechanism vacuum bottle valves were not closing fully. He replaced valve assemblies, all syringe seals, rinse mechanism tubing, vacuum diaphragms, and flappers. He cleaned the metal elbow in the tubing, flushed the vacuum tubing, performed adjustments for the sample probe and both reagent probes, replaced both bath windows, heat cut filters, lamp, and cuvettes. He replaced the sample mechanism and performed sample mechanism adjustments, replaced the syringe mechanism, replaced the sample syringe plunger rod, replaced all three ultrasonic mixers, and the degasser tank. He performed various checks and adjustments. He performed hardware checks and precision testing. The customer performed successful calibration and qc for all tests. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of calibration issues and a questionable calcium result for one patient sample from the cobas 6000 c (501) module. The initial result was 7.7 mg/dl and the repeat result was 9.4 mg/dl. It was requested but was unknown if the questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.